Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. At one day post-op, the vault was good, with some blurriness. Over the next two week period, the icl had excessive vaulting. The patient experienced mild iritis, grainy vision, and had a light headache. The patient was prescribed eye drops. The lens was explanted on (B)(6) 2014 and was exchanged for a shorter lens. A new incision was opened and sutures were not required. At one week post-op, pressure was good, va was 20/20 in both eyes.

Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product found dark surgical residue on the lens surface and was unable to evaluate the lens due to the residue. The lens was returned dry. Medical review - reportedly icl was explanted/exchanged for a shorter length icl, two weeks postoperatively, to address excessive vaulting and subsequent iritis that was medically treated. Upon lens exchange patient status improved and va was 20/20. It should be noted that literature reports that excessive icl vault is usually due to an overestimation of icl size. Given the information that shorter lens was used as a replacement it is very likely that the procedure related factor (miscalculation) have caused the reported event. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a likely cause of the event was procedure related factor (miscalculation). (B)(4).

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).